Manufacturer narrative:
The investigation for the reported pump stop and thrombus has been completed. The device was not returned for evaluation. However, data logs and clinical information was reviewed and evaluated. The data logs confirmed the failure mode. Data showed the pump ran without issue for 325.5 hours then stopped. Multiple attempts to restart the pump failed. The pump then was disconnected from the console. The root cause of the pump stop was unable to be determined as limited clinical details were provided and no product was returned for review. This pump stop occurred after 14 days of run time, which is well beyond the design life of 8 days. The root cause of the thrombus was most likely due to patient condition.

Event description:
The user facility reported a 74-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had a large gi bleed and heparin was removed. Ten days later the impella suddenly stopped and did not restart. It was further reported that upon explanting, the impella had a large clot around the pigtail.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿